Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a brown wire from the power supply to heater rod was burned on the fresenius 2008k2 machine. The machine stopped working during a patient¿s hemodialysis treatment. The power supply was replaced to resolve the issue. There was no patient injury, adverse events, or medical intervention required as a result of this event. The nurse reported a burning smell from the machine during the event. There was no melting, smoke, spark, or flame observed. The machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 15,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The machine is back in service without reoccurrence of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.